Event description:
It was reported that during an ams inflatable penile prosthesis procedure a revision was performed due to erosion in right cylinder and fluid loss. The procedure was completed with a new device. No patient complications occurred in relation to this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient outcome was reported to be good.